Event description:
The customer reported that following a diagnostic catheterization in 1999 a vasoseal vhd kit size 4 was deployed. The pt returned on 12/26/1999 with a complaint of swelling and drainage at the right groin site. The pt was admitted and on 12/27/1999, the right groin site was drained by a vascular surgeon. Cultures taken from the groined site revealed staph aureus and pseudomonas aeroginosa. The pt was treated with IV antibiotics and discharged on 01/07/2000. No further complications were reported.